Event description:
As reported, approximately 2 years and 11 months post initial right total knee arthroplasty (tka), the patient was trying to start his chainsaw and the polyethylene disassociated from the humeral tray. It was noted that the patient was regularly doing manual intensive labor. The patient underwent revision at which time the surgeon removed the glenosphere liner and humeral tray and they were replaced with a 40mm +4 glenosphere and a 0+ humeral tray, and 2.5+mm, 40mm polyethylene. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: (B)(6), 320-40-03 - 145-deg pe 40mm hum liner +2.5. (B)(6), 320-31-40 - glenosphere, 40mm. (B)(6), 300-30-08 - equinoxe preserve stem 8mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-35-08 - small superior/posterior augglenoid plate,right. (B)(6), 315-35-00 - glnd kwire. (B)(6), 315-35-00 - glnd kwire.